Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found medical adhesive on the distal ring electrode. This would cause the lead to exhibit high impedance, noise and high threshold.

Event description:
This report is to advise of an event observed during analysis.